Event description:
Same case as MFR#: 2134265-2010-01959. It was reported that during percutaneous transluminal coronary angioplasty (ptca), difficulty removing occurred. The catheter of the sterling balloon would not advance over the choice pt guidewire. This occurred outside the body on the table. The physician had to pull `hard' to remove the sterling balloon. The procedure was completed with the same choice pt guidewire and a different sterling balloon. No patient complications were reported. Patient status reported as "okay".

Manufacturer narrative:
(B)(4) - the incident device was disposed of by the user facility; therefore, product analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is 'caused by other device'. (B)(4)